Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested for several days and no errors or failures were observed. The device passed all testing. The reported malfunction could not be duplicated.

Event description:
It was reported that during patient use, a ventilator showed an error alarm on the graphic user interface (gui) and the display froze. The patient was transferred to an alternate device. There was no report of patient harm as a result of this event. Additional information has been requested and is pending a response.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.